Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch #z7019h. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In addition, the package opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device had the remaining seven (7) clips were ejected due to the condition of the jaws; finally, the instrument locked out as intended. The event described could not be confirmed as the device performed without any difficulties noted. Possible causes for the found condition of the yielded jaws maybe if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z7019h number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, after fired, could not open the jaw. Opened the jaw manually with big force. There were no adverse consequences to the patient. No additional information could be provided.